Manufacturer narrative:
H10: e1- (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure line was disconnected. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the proximal pressure line was disconnected. The remote service engineer (rse) evaluated the device with the customer, found that the pipeline was normal, and checked the pressure sensor and data acquisition printed circuit board (da pcba). The rse also recommended onsite testing. Per good faith effort (gfe) response, the proximal pressure line was disconnected. The device was restarted, and normal operation resumed. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.

Manufacturer narrative:
Per follow-up gfe response, the device passed the required performance verification tests per philips standard and was returned to service as it was functioning properly. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.